Event description:
A malfunction was reported on the pump by the caller, who mentioned that no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The customer technical support (cts) provided instructions to reset the pump, assisted the caller with the reset, and the issue did not recur afterward. The customer was instructed to call back if the malfunction reappeared and acknowledged this guidance, allowing them to continue using the pump without further issues.